Event description:
A 6f angio-seal evolution was deployed following a diagnostic cardiac angiogram. The physician reported that during withdrawal of the device the tension was not the same as usual, and the device felt loose inside the pt. The pt reportedly felt some pain during deployment, but hemostasis was instantly achieved. The pt was supine for one hour and was discharged the next day. Four days later, the pt represented at the hospital and was admitted overnight following the identification of a large hematoma. An ultrasound revealed that a pseudoaneurysm had developed. Manual compression was applied but was not thought to be successful since a pseudoaneurysm was still noted the following day. Further compression was applied and the pt was discharged. A follow-up examination showed that the pseudoaneurysm had resolved and the pt was fine.

Manufacturer narrative:
Add¿l info about the incident is expected. Upon completion of the investigation, an add¿l medwatch will be filed.